Event description:
It was reported the patient was not receiving stimulation in his pain pattern but was receiving stimulation in his chest wall. X-rays showed the scs lead had migrated. The scs lead was moved back to its original position; however, the issue was not resolved with post-operative programming. Follow-up identified the patient's scs ipg was replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.